Manufacturer narrative:
Review of the most recent repair record identified the following related repair: tech found that the swivel was loose due to a damaged seal, the motor speed was not stable, the unit was out of calibration, and the position of the control bar was not correct. Additionally, the widthplate screws and needle bearing were worn and a hinge gasket was missing. The motor, sleeve, hinge gasket, widthplate screws, needle bearing, swivel , thickness control shaft, shaft bearings, and sleeve bearings,. The control bar was re-calibrated as well. The unit was tested, calibrated, and returned to the customer. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to (B)(6) 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) (B)(4) implemented a serial number logbook to correct this issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the motor was not rotating. No harm or delay were reported. Upon evaluation it was noted that the device motor speed was not stable. No adverse events were reported as it relates to this event.